Event description:
It was reported that following the implantation of a spectra concealable penile prosthesis, the patient experienced pain in the glands. The device "was eroded into urethra". The device was removed and no patient complications were reported in relation with this event.